Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that no clinical information has been provided for inclusion in is investigation. According to the surgeon¿s statement, ¿he felt the acetabular component may have been implanted with insufficient ante version and that coupled with the patient's unusual gait (he is a below knee amputee on the non-operative side) he may be more prone to dislocate posteriorly.¿ however, a review of the x-ray concluded that they don¿t appear to be too ante-verted. It doesn¿t appear to have changed positions or a failure of the cup or movement. The impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
Revision surgery due to recurrent dislocation.